Event description:
It is reported that the patient experienced a button error on their insulin pump. The patient's blood glucose level was 78mg/dl. Trouble shooting was performed. Pump is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.